Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) for and therapy for a supraventricular tachycardia (svt) rhythm. The patient presented in an atrial arrhythmia. Review of the stored episodes on the device revealed that the device delivered atp for an svt rhythm. It was determined that morphology and sudden onset indicated vt. Programming changes were made. The patient has not experienced any adverse effects.